Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing that resulted in delivery of inappropriate shock therapy. The patient has a concomitant non-boston scientific pacemaker. When programmed to primary sense vector, the device sensed both the atrial pace spike, the ventricular spike and sometimes the t-wave. The sense vector was reprogrammed to secondary, the smartpass feature was programmed on and monitoring was continued. Subsequent information was later received that an additional inappropriate shock was delivered approximately three years later. Review of the stored episode noted the signal amplitude decreased and resulted in oversensing. It was noted the patient had been laying on their left side at the time. The decreased signal amplitude was able to be reproduced in clinic with the patient laying on their left side. The device was reprogrammed to alternate sense vector and the smartpass feature was programmed on. Decreased signal amplitudes were no longer able to be reproduced. This product remains in service. No adverse patient effects were reported.